Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed high pacing impedance on the right ventricular (rv) lead. The patient was brought to the clinic for further lead evaluation. Interrogation of the device revealed the rv lead exhibited failure to capture, lead fracture was suspected. It was also noted that the patient has a history of right atrial (ra) lead fracture that was confirmed via x-ray, exhibiting failure to capture and sense. The patient is nondependent and was asymptomatic to the event. Programming changes were performed. The patient was in stable condition and would continue to be monitored.